Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead (rv) was oversensing. It was also reported that the rv lead had demonstrated poor bipolar sensing, marginal unipolar sensing and ventricular heart rate (vhr) episodes show oversensing / noise on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.